Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2020. H.6. Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that one syringe plunger rod could not be moved because the stopper was crooked. The returned syringe was examined and exhibited the stopper deformed in the barrel, which could cause the plunger to be difficult to move. Unable to perform DHR check for plunger rod difficult/unable to operate and stopper damaged due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at, as no lot number was provided. Root cause for this defect cannot be determined.

Event description:
It was reported that a damaged stopper and plunger issue occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "consumer reported, with 1 syringe, he could not move the plunger rod because the stopper on inside of barrel was crooked, as a result, he could not use the syringe for injection. Stated, he was able to take his injection with a second syringe but the plunger rod was still hard to move because stopper was crooked. Lot: unknown, (consumer unable to read lot)." 3 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged stopper and plunger issue occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "consumer reported, with 1 syringe, he could not move the plunger rod because the stopper on inside of barrel was crooked, as a result, he could not use the syringe for injection. Stated, he was able to take his injection with a second syringe but the plunger rod was still hard to move because stopper was crooked. Lot: unknown, (consumer unable to read lot)." 3 occurrences were reported.